Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the customer called in to report that when monopolar energy was activated, bipolar energy also generated while a bipolar instrument was clamping on tissue. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer check the generator setting and switch from auto firing to manual to resolve the reported issue. The site continued with the procedure as planned. There was no reported injury. Intuitive surgical, inc. (Isi) performed follow-up with the customer on (B)(6) 2022 and obtained the following additional information regarding the reported event: there was no adverse effect to the grasped tissue. It was confirmed that there was no patient harm, injury or adverse outcome. There is no video recording of the procedure.

Manufacturer narrative:
The customer called in to report that when monopolar energy was activated, bipolar energy also generated while a bipolar instrument was clamping on tissue. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer check the generator setting and switch from auto firing to manual to resolve the reported issue. The site continued with the procedure as planned. No site visit was conducted. The system was working properly and no additional action was required. A review of the procedure log confirmed the surgical procedure was performed on the reported event date. No system log investigation is required as adequate information has been obtained to investigate the complaint. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted total pancreatectomy surgical procedure, when monopolar energy was activated, bipolar energy also generated from a bipolar instrument. The reported issue is related to the electrical discharge at a location other than intended. While there was no patient injury reported, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.